Event description:
The patient contacted animas on (B)(6) 2012, with a follow up phone call on (B)(6) 2012 alleging elevated blood glucose (bg) between 400-500 mg/dl on waking after the pump lost power during sleep on (B)(6) 2012. The patient reported that she "felt ill". The patient stated she did not test for ketones. The patient stated she slept through the call service alarm that occurred while she was sleeping. The patient denied any damage to the pump and verified that both auditory and vibratory functionality is intact. The patient reported changing the battery and the pump powered on normally. The patient reported that she administered a correction bolus for the elevated bg and her bg reportedly came down to 300 mg/dl within 30 minutes and then further came down to 200 mg/dl. The patient stated the pump had been operating normally since and confirmed that her bg elevation was resolved. On review of the pump by customer technical support, the pump history revealed that the battery was drained of power as a result of the unconfirmed alarm. This complaint is being reported because the patient experienced elevated bg resulting from use error for an unconfirmed pump alarm which drained the battery in the pump causing loss of power to the pump and stopping delivery of basal boluses. No pump malfunction was noted and the pump is not being returned to animas at this time for this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no power issues observed in the black box, as the black box data from the time of the reported power issue has been overwritten due to continued pump use. A review of the pump history showed that the time and date reset to default after a reboot on (B)(4) 2012 at 12:48pm, followed by a manual time set to 1:00am on (B)(4) 2007. The dates in the total daily dose history appear inconsistent due to the time and date issue. Visual inspection found no damage to the battery cap or battery compartment. The battery cap attaches securely to the pump. The battery cap contacts were within specification and there was no damage found to the power circuit. The pump powered on normally with no alarms. The pump was exercised for 29 hours with no delivery issues and no alarms. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the power complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.